Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy, all contacts on lead have high impedances. As a result, surgical intervention may be undertaken to address the issue.